Manufacturer narrative:
Investigation summary: no photos or samples were received with the customer's complaint of incorrect lids. Without further information like a physical sample, the complaint cannot be verified and the root cause remains unknown. According to the DHR review process, the result showed there were no issues reported like incorrect lids during the manufacturing process of the lot numbers reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like incorrect lids issue for the same part number throughout the last twelve months.

Event description:
It was reported when using the bd sharps coll 6gal red 1103 non-vent cap, the device experienced missing lids. The following information was provided by the initial reporter. The customer stated: it was reported that :received product with incorrect lids verbatim:1 case of 14 826 68b received with incorrect lids. Returning to nwd via ars. Replacement order on (B)(4)

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site.

Event description:
It was reported when using the bd sharps coll 6gal red 1103 non-vent cap, the device experienced missing lids. The following information was provided by the initial reporter. The customer stated: it was reported that :received product with incorrect lids verbatim:1 case of 14 826 68b received with incorrect lids. Returning to nwd via ars. Replacement order on (B)(4).